Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-016440, and the reported events could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally the IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), contains information on how to prepare the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced massive intraperitoneal bleeding in the hospital. Reoperation and blood transfusion with packed red blood cells (less than 4 units) were performed on the same day. Drug treatment was performed. Anticoagulant treatment was performed at the time of event occurrence (heparin). The clinical laboratory test values measured on the same day were an international normalized ratio (inr) of 1.7, activated partial thromboplastin time (aptt) of 60 seconds, and platelet (plt) levels of 189,00 / l. The cause of bleeding was "due to the complexity of medical management." There was a clear association between bleeding and this product (due to postoperative complications associated with ventricular assist device (vad) attachment). After the patient was treated for massive bleeding, a chest x-ray was performed which revealed the bend relief came off of the blood feeding graft. The patient's chest was opened again in an emergency and the bend relief was connected to base of the blood feeding graft and was closed. There was a clear association between the disengagement of the bend relief and this product.